Event description:
Caller reported a malfunction code 199 related to a pump issue, which cts explained as indicating a malfunction. There was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out again if the issue reappeared.